Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, while inside the patient, when the jaws were opened, the handle cracked and broke apart. The broken handle prevented the forceps from closing. However, the physician was able to partially close the jaws, then carefully remove the device from the patient. Reportedly, the procedure was completed with this radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information: reportedly, the radial jaw 4 biopsy forceps device was inspected/tested prior to use and no anomalies were noted. The forceps device was used to successfully retrieve stomach biopsies before the handle break occurred and led to closure difficulties. No other device anomalies were identified.

Manufacturer narrative:
A visual examination found that the device returned with the handle open. The handle was not broken, rather the coil was improperly placed which led to handle tension and ultimately resulted in the handle opening due to internal pressure. The unit was not functionally tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint. However, the evaluation attributed the closure issue to the improper assembly of the handle. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, while inside the patient, when the jaws were opened, the handle cracked and broke apart. The broken handle prevented the forceps from closing. However, the physician was able to partially close the jaws, then carefully remove the device from the patient. Reportedly, the procedure was completed with this radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.